Manufacturer narrative:
This report is submitted on aug 24, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to tip foldover with a bypass of four electrodes. The patient was re-implanted with a new device during the same surgery.